Manufacturer narrative:
The device was disposed;therefore, no direct product analysis could be performed. The mfg records for top assembly batch 8744199 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the balloon ruptured. The lesion being treated was located in the 90% stenotic and strongly calcified left anterior descending (lad) coronary artery. The quantum maverick monorail balloon ruptured at 16 atm. The number of inflations and to what atms is unk. The procedure was completed with a different device. No pt injuries or complications were reported. Pt status is listed as "good".